Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient was connected at the time of the alarm, in initial drain. During the troubleshooting it was determined that the patient did not know if the patient line was primed all the way. The technical service representative (tsr) instructed to cycle the power on the device to clear the alarm. The tsr explained the alarm and advised to start over with all new supplies. The tsr also stated that the patient needs to ensure the patient line is primed all the way prior to connecting next time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for evaluation. However, it was reported that the patient did not check if the patient line was fully primed, which is known to cause this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.